Event description:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("found a third device near the colon which was removed/ perforation of the tubes") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("patient was complaining of pelvic pain since her insertion"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required). The patient was hospitalized on (B)(6) 2017. The patient was treated with surgery (hysterectomy). At the time of the report, the fallopian tube perforation and pelvic pain outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation and pelvic pain with essure. The reporter commented: patient was complaining of pelvic pain since her insertion of essure back in 2013 with a different doctor. Her new doctor, took her to surgery for a hysterectomy. Found a third device near the colon which was removed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.